Manufacturer narrative:
The returned device was evaluated. During this testing the unit provided an err 006 error message which prevented monitoring activity. Due to the error message the customer complaint could not be duplicated. The system board was replaced and the unit functioned as designed.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that a the radical-7 device keeps switching off constantly. There were no consequences or impact to patient reported.